Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing of artifacts after the patient received a tricuspid valve implant. Technical services (ts) was consulted and explained how timing works for left ventricular (lv) lead pacing. Ts advised on programming options. No adverse patient effects were reported. This system remains in service.